Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors, pressure relief valve assembly, exhalation valve assembly, and seal were replaced to resolve the issue.

Event description:
The hospital reported that the tidal volume is not being achieved resulting in the loss of mechanical ventilation. There was no report of patient injury.